Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for assessment. The sample was subject to visual analysis. There was no damage noted on the band or balloon assembly. There is 4ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon assembly. The sample passed leak testing. The sample was subject to manual leak testing. Approximately 18ml of air was injected into the balloon assembly and the sample was placed in its container for more than 12 hours but less than 24 hours. After 12 hours the air was removed and 16.5ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for foreign matter or damage. Upon deconstruction, no damage or foreign matter was found in the check valve. The complaint cannot be confirmed for air leakage issues because the returned sample passed leak testing and no foreign matter was found during deconstruction. The exact root cause of the air leakage the user experienced cannot be determined. Review of DHR could not be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the involved tr band was applied in the cath lab post procedure. The band was inflated with 11ml of air in the balloons to achieve hemostasis. The balloons were inflated for one (1) hour thirty (30)minutes before titration occurred. First titration 1ml of air was removed. Four (4) minutes later the second titration occurred and another 1ml of air was removed. Five (5) minutes later during shift change, the nurse noticed that the band looked deflated, and a small hematoma formed underneath the balloons. The band was removed, and manual pressure was applied for ten (10) minutes. Patient recovered without further issues and was discharged. Blood loss was less than 250cc. The patient was in stable condition. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. The procedure outcome was as desired. Additional information was received on 20 mar 2023: the procedure performed prior to the tr-band application was a left heart cath diagnostic.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: xray tech. H4: device manufacture date: unknown due to unknown lot number. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.